Event description:
Same case as #2134265-2009-01716. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 95% stenosed lesion was located in a severely calcified and moderately tortuous proximal to mid left anterior descending artery (lad). The lesion was predilated with a maverick balloon and a 3.0 x 16 mm liberte' stent was deployed at 16 atm's in the proximal/mid lad. The physician experienced balloon withdrawal resistance while trying to remove the balloon from the stent. The physician re-inflated and deflated the balloon, and the device was able to be removed. A second taxus liberte' stent was deployed at 16 atm's proximal to the first stent. No withdrawal difficulty was experienced. Finally, the physician opted to place 2.75 x 16 mm taxus liberte' stent in the mid lad, distal to the previously placed stents. The stent was deployed at 16 atms and the physician encountered withdrawal resistance again. The balloon was reinflated and deflated, and the balloon was able to be removed. Both stents remained in position. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.